Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for gastro intestinal/pelvic floor. It was reported that the patient stated they had a power on reset (por) on their patient programmer and was scheduled to have an appointment with their healthcare provider. It was determined the battery life was low, the patient was then scheduled for replacement. Patient denied any falls, there were no contributing factors reported. And impedance check was performed prior to surgery and all impedances were greater than 4000. The battery was disconnected during the surgery and the lead was tested. Motor responses were achieved. The new battery was connected and the impedances were checked. All were within normal limits. It was reported that the issue was resolved at the time of the report. The manufacturer representative reported they were notified of this situation on (B)(6) 2018. During the battery replacement, the healthcare provider stated that it felt as though the torque wrench did not engage the set screw, it was difficult to loosen the set screw. After a few attempts the healthcare provider was able to loosen the screw and remove the lead. The battery was not sent back for analysis as the facility's policy is to send the explant to pathology. The manufacturer representative was told the lab would send the battery back for analysis, but was also told the chances of that happening were not good. The ins was successfully removed and replaced. No patient symptoms were reported. No further complications were reported or anticipated.